Event description:
Patient presented to the physician with pain and headaches. Physician prescribed pain medication.

Event description:
Patient presented back to the physician with pain at the neck incision site. Physician brought the patient into the or and observed that the stimulation cuff was cutting into the nerve with suspected hypoglossal nerve injury. Physician removed the entire inspire system. Patient presented back to the physician with improvements and no nerve damage was noted.